Manufacturer narrative:
E1 address-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastroscope had no image when adjusting angulation. The issue was found during a set up. There were no reports of patient involvement.